Event description:
Hi, my name is (B)(6), and sometime in 2013, I was part of a free trial for a raindrop corneal inlay in my right eye. It was to have better vision. Last year, I started having trouble with my eyes, so I went to my regular eye doctor, who provided me with a contact-like band-aid that I need to have 24/7 to relieve pain. I contacted the office that initially put the raindrop inlay in my eye, and they saw me and told me that someone should have contacted me a long time ago to remove it. He then called my regular eye doctor on the phone. I don't know what was said, but my regular eye doctor's office called me to see the primary doctor the next day. At that time that is when he looked at my eye and said my corneal was damaged and provided me with this article title below. (Ticking timebombs following the recall of the raindrop corneal inlay, efforts must be made to notify all remaining affected patients). Please let me know if this is something you can help me with. Thank you, (B)(6). Recall inlay was never told and removed.